Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that an 85-year-old female underwent a cardiac ablation procedure with an unspecified thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that during the procedure the carto 3 system workstation v.1 stopped working. The used and external evaluation workstation as an emergency to complete the case. It was also mentioned that 3 catheters were opened with previous workstation that are now appearing "expired" on the new workstation. The catheters were not in the body during the adverse event. The customer¿s reported workstation issue is not considered to be MDR reportable since the most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. It was also reported a tamponade occurred which was not related to the workstation issue. The patient was still on the table and draining the effusion at the time of the call. Additional information was later received indicating the physician¿s opinion is patient condition due to old age - she believes in hindsight she wouldn¿t have done the procedure. The patient is fully recovered.

Manufacturer narrative:
It was reported that an 85-year-old female underwent a cardiac ablation procedure with an unspecified thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).